Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory longevity calculations were performed using data from the device memory which confirmed that the device exceeded expected longevity. The battery status of the device at explant was elective replacement indicator (eri). Analysis of the device memory confirmed the allegation from the field, that the counters had been cleared. This was a result of a condition in which a device has an error within the history storage structure and does not completely reinitialize memory when the error is detected. This sometimes leaves the device in a condition which will prevent episode storage and therapy delivery if enough episodes are stored. Therapy availability was not compromised in this device. However, this particular device would have lost therapy if enough episodes were stored but, at explant, therapy was still available. No further analysis was performed.

Event description:
Boston scientific received information that review of the patient's data on the remote home monitoring system found that the bradycardia counters since the last remote interrogation were all negative. Boston scientific technical services (ts) was consulted and suggested bringing the patient in to save the device's memory on a disk for engineering review. No memory disk was ever sent in for review as the patient cancelled their appointment. The device was explanted two years later for normal battery depletion. No adverse patient effects were reported.